Event description:
Product complaint rec'd. First use"minor blood leak" detected by dialysis machine & verified with test strip. The dialysis was interrupted to replace(set up & prime a 2nd dialyzer) the dialyzer & the dialysis treatment was resumed without further incident. Ebl 230 ml due to discard of extracorporeal circuit. There was no adverse effects to the pt or med intervention necessary. The complaint dialyzer was saved, however it has been sitting in the reuse refrigerator since 1/21/98. Reuse tech will let co know if device can be flushed & disinfected for transport. MDR filed on blood loss.